Event description:
It was reported that one day after the implant of a new implantable pulse generator (ipg) and leads, the right ventricular (rv) lead had no capture at maximum output. It was later noted that the patient had complete exit block. The physician questioned whether there was an issue with the ipg as well, so the rv lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst commented prelim2 analysis shows output on both the atrial and ventricular output.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 407458 implantable pacing lead 2013 (B)(6); 5076-52 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.